Event description:
The customer contact reported device breakage of the distal tip of the option-lok male adapter. The option-lok make adapter of the plumset was connected to the needleless female adapter of an unspecified extension set, and was being used to deliver an unspecified medication, at an unspecified rate. After the delivery was complete, the nurse attempted to disconnect the option-lok male adapter of the plumset from the extension tubing set. At this time, the distal tip of the male adapter broke off and an unspecified volume of bleed back and blood loss was noted. The primary tubing set was not replaced since the therapy was completed. There were no reported adverse patient effects and no reported delay of therapy critical the this patient. No medical interventions were required. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.